Event description:
It was reported that the right ventricular (rv) lead had high and increased impedance. It was also reported that the rv thresholds were increased. The rv lead was reprogrammed and the patient will follow up with the clinic more frequently. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.